Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint-handling database for the reported lot did not indicate a manufacturing issue. There is no indication of a product deficiency; therefore, no corrective action is required.

Event description:
It was reported that during the procedure in the moderately calcified left main artery, the 3.5 x 33 mm xience prime stent system was advanced into the patient anatomy. Some resistance was felt during advancement between the stent delivery system and the vessel; however, no force was applied. The stent dislodged from the delivery system. An attempt was made to retrieve the dislodged stent using a snare device, but the stent was unable to be retrieved. The stent delivery system was used to push the stent into the left anterior descending artery and a dilatation catheter was expanded to embed the stent into the vessel wall. A second abbott stent was then used to trap the stent against the vessel wall. There were no adverse patient sequelae; however, a clinically significant delay was reported. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.